Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced blood glucose levels of greater than 285 (mg/dl) and ketones over the last 10 days. Customer administered manual injections to treat their bg levels. Reportedly, customer uses apidra insulin in the pump cartridges. Customer indicated that they are in contact with their health care provider to manage their blood glucose levels.